Manufacturer narrative:
One 8.5f fast-cath introducer and one 8.5f dilator were received for eval. No needle was returned. Visual inspection identified a hole protruding outward near the middle of the sheath. The dilator had no visible damage. The perforation was measured to be 9.4" distal to the distal to the distal sleeve to sheath interface. The dilator returned was inserted completely through the introducer sheath multiple times rotating the dilator to change the location of the distal curved tip. When the dilator curve was oriented facing toward the puncture area of the sheath, it would catch on the hole. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with use/user error as the physician did not have the sheath/dilator assembly in place prior to introducing the needle into the sheath.

Event description:
It was reported during an atrial fibrillation ablation procedure, the dilator of a fast-cath introducer punctured the introducer. The brk transseptal needle was placed inside the dilator, the dilator perforated through the introducer in the curvy anatomy of the pt's vein as the physician advanced it. The introducer was exchanged for another and the procedure was completed. The pt stated she had pain in her lower back which resolved.